Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital with scratches and bruises on their face. The nurse believed the patient had possibly experienced syncope, although alcohol may have been a contributing factor. A remote interrogation was performed which found a successful right ventricular automatic threshold test within the last 72 hours. No other episodes were stored and all lead measurements were good, thus the cause of the possible syncope remained unknown. The pacemaker remains in service and no additional adverse patient effects were reported.